Manufacturer narrative:
Patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high. The patient was treated with manual bolus. No further information is available.